Event description:
An attempt was made to deploy a 2.5mm diameter x 18mm length integrity rapid exchange (rx) coronary stent in to a pt. The target lesion, located in the prox lad, was described as heavily calcified with 90% stenosis and was not predilated. It was reported that the physician used "dottering" technique in attempting to cross the lesion. However, it was reported that the relevant device could not cross and on removal from the pt, the relevant stent dislodged in vivo. An attempt was made to pull the dislodged stent back to the sheath introducer; however, it could not be retrieved and remained in the pt's groin. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: heavy calcification, 90% stenosis. Pre-dilation of target lesion not performed. Stent dislodgement. Eval codes, conclusion: heavy calcification, 90% stenosis. Pre-dilation of target lesion not performed.